Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and a new cochlear implant was re-implanted during the same surgery. This report is submitted on january 6, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 07, 2022.

Manufacturer narrative:
This report is submitted on december 16, 2021.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.